Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient had blurry vision causing difficulty with reading and night driving. The iol displaced nasally. When attempting to reposition, it was noted that a haptic was missing. The surgeon proceeded to exchange lens.

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).